Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. No damage was found on the device or its packaging prior to opening, and the device was stored and prepared per the instructions for use (IFU). The device was used in an interventional procedure via an antegrade approach in a patient with a body mass index over 40. Femoral artery suitability was confirmed under angiography, showing an appropriate insertion angle and a vessel diameter of 5 mm or greater, without calcification, tortuosity, nearby stent, or significant stenosis at the puncture site. No prior closure or compression had been performed at the target site within 30 days, and no pre-existing hematoma or pseudoaneurysm was observed. A non-cordis sheath was used and connected to the device without difficulty, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed, and the device and sheath were retracted until bleed-back slowed, with the physician¿s thumb on the plug deployment button. No red color appeared in the indicator window, and the indicator wire loop was neither deployed nor visible upon removal. The physician was certified in the use of the exoseal vcd and had received training. The device will be returned for evaluation.

Event description:
As reported, when a 5f non-cordis sheath introducer was used and connected to the 5f exoseal vascular closure device (vcd) without difficulty, and the indicator wire cowling locked with an audible click, the indicator wire loop of the exoseal did not deploy and was not visible upon removal, and the indicator window did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. Pulsatile flow was observed, and the device and sheath were retracted until bleed-back slowed, with the physician¿s thumb on the plug deployment button. No red color appeared in the indicator window. No damage was found on the device or its packaging prior to opening, and the device was stored and prepared per the instructions for use (IFU). The device was used in an interventional procedure via an antegrade approach in a patient with a body mass index over 40. Femoral artery suitability was confirmed under angiography, showing an appropriate insertion angle and a vessel diameter of 5 mm or greater, without calcification, tortuosity, nearby stent, or significant stenosis at the puncture site. No prior closure or compression had been performed at the target site within 30 days, and no pre-existing hematoma or pseudoaneurysm was observed. The physician was certified in the use of the exoseal vcd and had received training. The device will be returned for evaluation.

Manufacturer narrative:
Section h6 corrected. Conclusion: as reported, when a 5f non-cordis sheath introducer was used and connected to the 5f exoseal vascular closure device (vcd) without difficulty, and the indicator wire cowling locked with an audible click, the indicator wire loop of the exoseal did not deploy and was not visible upon removal, and the indicator window did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. Pulsatile flow was observed, and the device and sheath were retracted until bleed-back slowed, with the physician¿s thumb on the plug deployment button. No red color appeared in the indicator window. No damage was found on the device or its packaging prior to opening, and the device was stored and prepared per the instructions for use (IFU). The device was used in an interventional procedure via an antegrade approach in a patient with a body mass index over 40. Femoral artery suitability was confirmed under angiography, showing an appropriate insertion angle and a vessel diameter of 5 mm or greater, without calcification, tortuosity, nearby stent, or significant stenosis at the puncture site. No prior closure or compression had been performed at the target site within 30 days, and no pre-existing hematoma or pseudoaneurysm was observed. The physician was certified in the use of the exoseal vcd and had received training. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 5f catheter sheath introducer (csi) was returned inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed with a retracted indicator wire. The cause of the reported issue could not be determined since the device received did not match the event reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Handling issues are likely since it was reported that the deployer¿s thumb was on the device during retraction. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. In addition, a high bmi and antegrade approach were reported. It was reported that the patient¿s bmi was > 40 kg/m2. As per the instructions for use, the safety and effectiveness of the exoseal "'vcd has not been established in patients with a bmi > 40 kg/m2. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.